Event description:
The patient received inappropriate high voltage therapy due to oversensing. The physician elected to open the pocket and realized that the leads were reversed in the header of the implantable cardioverter defibrillator (ICD). The leads were successfully repositioned in the appropriate connector ports.

Manufacturer narrative:
No medwatch form was received.